Event description:
It was reported that while stimulation was turned on it was in the wrong location. The pt was getting abdominal stimulation and no stimulation in the appropriate pain locations. Impedance measurements were normal. It was recommended x-ray of lead and / or extension area. There was a revision of the placement of the paddle lead done since the lead was placed too high in the thoracic spine. It was reported that the pt received excellent pain management. Additional information has been requested, but was not available as of the date of this report.